Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-u.s. Event. This occurred in (B)(6). The consumer stated that during removal, multiple tampons came apart and pieces remained inside. The consumer sought medical attention. The consumer experienced odor, unusual bleeding, discharge and consumer was prescribed an antibiotic for a bacterial infection.